Event description:
It was reported that the customer's pump squirts insulin at the time of priming and loses droplets whenever he changes his infusion set. His blood glucose was unknown at the time of reporting; although, he reported experiencing highs when he changes his infusion set. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.